Event description:
It was reported that "cgm app and os incompatible due to unsupported os update on smart device" occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).